Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.00/5.00/085 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was implanted and removed intra-operatively. The problem was resolved.